Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that a large crack was observed on the av loop packaging. Also a black contaminant was found in the tubing inside the arterial line. See attached photos. Customer confirmed that there was no damage to the large outer tray that the tubing ships in. The device was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of damage/crack in the clam shell cover and a loose piece of foreign ma terial (fm) inside the clam shell on the tubing. The reason for the return was confirmed for damage and fm. Correction d2 (product code) <(>&<)> d2. 1 (common device name): these fields have been updated. Correction g2 (report source): the company rep and health professional tick boxes have been selected. Correction additional codes img (annex g) component code: this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.